Event description:
The left side device was not ruptured when the device was explanted. Healthcare professional later reported left side capsular contracture, baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h1, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and anxiety due to concern with the product. Device remains implanted.